Manufacturer narrative:
(B)(4). Concomitant product: dilatation catheter: 2.5x3 ev3 nanocross. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, after advancing a hi-torque (ht) command es guide wire via right femoral access past a high grade lesion in the right peroneal artery, 2.5x3 non-abbott balloon catheter was advanced over the ht command toward the lesion with no force applied, but became stuck during the advancement. As the balloon catheter was also unable to be retracted over the ht command, both devices were withdrawn from the anatomy as a single unit, however, extravasation of dye was noted in the vessel (perforation). As the perforation was minor, the perforation self-resolved with no intervention required. A new command guide wire was used in completing the procedure. The patient was released the same day in good condition with no adverse patient sequelae. While this issue caused a delay, it was not considered to be a clinically significant delay. No additional information was provided.